Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 9616680-2011-00002.

Event description:
It was reported that, "the hip dislocated and disarticulated. The head was completely separated from the liner."